Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that they had high impedances 4,000 ohms on the day of surgery. Troubleshooting included: cleaning and wiping down the electrodes to confirm no fluid or blood was on the electrodes 3 times, moving of the over head lights, changing the grounding pad to the contralateral side of the pocket site. The cause was unknown. A new battery was used. The issue was resolved.